Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(4). The previous report stated the date of manufacture was unknown. It has been updated to reflect the date the device was manufactured. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the jaws that hold the wire are worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be component wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the quick coupling device was not holding drill bits. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.